Event description:
Patient born in 1982 went into clinician's clinic for a lp shunt reprogramming. An xray was taken in clinic before the reprogramming and read 140mm h20. The surgeon and his pa set the vpv programmer to 120mm and attempted numerous times to reprogram the valve. After two hours with no success, they decided to send the patient back to xray to see if the valve had successfully reprogrammed to 120mm h20. The xray showed the valve had reprogrammed to 150/160mm h20 which was an unintentional reprogramming. The pa and surgeon called me, I brought in a different vpv programmer, we programmed the valve to 120mm h20. We were not able to get a "adjustment complete" prompt, so the patient went to x-ray. X-ray confirmed the valve reprogrammed to 120mm h2). On 1/9/2015 additional information provided in a phone call from the rep explained that the second vpv used belonged to the rep and was given to the hospital to use for back up. The unit remains in use at the facility. The unit did not give a confirmation complete, however per the IFU the x-ray confirmed that the device was set to the desired setting.

Manufacturer narrative:
(B)(4). The 510(k): k061876 & k050739. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the report from hmt found that: no failure was found. The vpv programmer accelerometer was re-glued, and the transmitter cable replaced. The vpv programmer was verified. The root cause of the problem could not be determined as no failure was found by hmt. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.